Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to have a battery status of eol. The battery voltage was 2.17 volts and the device was in storage mode. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with complaints of a low heart rate. The patient's heart rate was in the thirties. The local boston scientific field representative was contacted to interrogate the device. Upon interrogation, the device displayed a battery status of end of life (eol) and then storage mode. The next day the patient underwent a device change out procedure where the device was successfully explanted and replaced. There were no additional adverse patient effects. The device has been returned for analysis.